Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion test, prime/a33, excessive no delivery and displacement tests. The insulin pump was tested with a water fill test reservoir, no air bubbles anomaly noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported the insulin pump was being replaced due to air bubble anomaly. Customer's blood glucose was unknown. No further information reported.